Event description:
It was reported that the unspecified bd maxzero needleless connector had a loose component. The following information was provided by the initial reporter: piv in the l forearm, possibly radial vein. I was preparing to infuse docetaxel. The piv had been checked and flushed prior when I was administering fluids. When the loading dose of the drug completed, I noticed droplets on her sweater. The clave had separated from the IV extension tubing. The pump was stopped, site assessed, charge nurse also present. We imagine there was little to no chemo on the patient's sweater where it leaked, since there were fluids running at 500ml/hr and the chemo was running at 2.5ml/hr for about 5 seconds at most. The line was cleaned and flushed, new clave and phaseal connected. Infusion continued without incident, patient denied any fluids on her skin, and was told to wash her sweater when she got home.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of loose component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.